Event description:
In 2008, the lay user/patient contacted lifescan alleging a meter casing issue with onetouch basic enhanced meter. The medical affairs specialist (mas) was able to correspond with the patient by telephone on june 16, 2008. The mas classified the complaint based on the additional information obtained from the patient. The patient tests his blood glucose 3 times a day sometimes before meals and sometimes after meals. He manages his diabetes via novolog 8 units in the morning and lantus 20 units in the afternoon. The patient stated that the reported issue began 3 to 4 weeks prior to contacting the lifescan. During that time, the patient reportedly dropped the subject meter, the meter casing was cracked/broken and the subject meter reportedly did not give any readings. He continued taking his usual diabetic medications following the issue. After the reported issue began, on the end of the previous month during the night, the patient reportedly experienced symptoms of "low blood sugar and sweating." The patient stated that he did not have a back up meter and was not tested during the symptoms. He also stated that he was on a fixed amount of insulin and did not alter his medications due to the symptoms. The patient reportedly went to the emergency room on the next day at 1:30 am and was tested "79 mg/dl" on the hospital meter. He reportedly was treated with insulin (novolog 8 units and lantus 20 units) at the hospital. The patient stated that the reported a reading of "79 mg/dl" was obtained before he was treated with insulin and was reportedly not tested after insulin administration. It is not known whether the insulin he received was part of his diabetic regimen. The patient stated that he was released from the emergency room after two hours of admission. During troubleshooting, the customer care advocate (cca) found out that the patient was using the expired test strips. The cca advised the customer to send back the meter, test strips and the control solution. The patient's meter was replaced. This complaint is being reported due to the following conclusions. The patient reportedly experienced symptoms suggestive of hypoglycemia after the subject meter reportedly did not give any readings. In addition, after the alleged issue, he reportedly received treatment for the diabetes from the emergency room.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.